Manufacturer narrative:
The product was returned for investigation where the reported malfunction was identified. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the generator to the service center for a separate issue. During the device analysis, the investigator indicates because the high voltage power supply board / power board has a failure, display of error code e433 occurred. There was no patient involvement.